Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, three electronic photos were and provided and reviewed. Therefore, the investigation is confirmed for the reported needle tip bend. However, the investigation is inconclusive for the reported material separation, break and difficult to remove as the sample was not returned for evaluation. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1608062 implanted port allegedly experienced difficult to remove, material separation, deformation due to compressive stress and break. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight, and gender were not provided.